Event description:
It was reported that the patient used meal announcements as a correction method for an elevated blood glucose of 400 mg/dl, and the agent advised against this due to the risk of maladapting meal algorithms, indicating an improper method related to user interface interaction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.